Event description:
It was reported that after a diagnostic laparoscopic procedure, the surgeon noted that part of the device tip was missing. An x-ray for a foreign object was performed and the results were negative.